Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps malfunctioned. Per medwatch: spontaneous call received a patient was hospitalized for irregular labs (not specified which labs were irregular), pump also lost programming. No injury to patient was reported and not while in use. Pump will be returned. New one will be sent out to customer, backup is working. No further "irregular lab" information was provided. No additional information or dates available.